Event description:
A technician reported that six days following photo refractive keratectomy (prk), the patient was diagnosed with epithelial defects and superficial punctate keratitis (spk) in both eyes. The patient reported that his vision was blurry. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. Samples are not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information were made. No new information has been received. (B)(4).